Event description:
The account has a bed that the head section is drifting down slowly into trendelenburg. The nursing staff did not switch the bed out because the pt was too unstable to be moved to another bed. The staff propped the head section up with a stool to keep head angle at 30 degrees. The pt was on a vent, was already terminal and was not expected to survive. When the pt coded, the staff had to remove the stool to flatten the head of the bed. The pt ended up passing away and the account stated that the bed did not contribute to the pt coding and eventually passing.

Manufacturer narrative:
The technician found that the head section was bent because of the stool the account used to prop up the head section. The technician replaced the hydraulic power unit and the head section weldment to repair the bed.